Event description:
Related manufacturer reference#:1627487-2019-06932. Related manufacturer reference#:1627487-2019-06933. Related manufacturer reference#:1627487-2019-069354.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#:1627487-2019-06932, related manufacturer reference#:1627487-2019-06933, related manufacturer reference#:1627487-2019-069354. It was reported the patient experienced spasms in the upper right side of her back near the shoulder blade. In addition, the patient experienced numbness in the left side of her back where the device was located. The patient stated she had a hole in the middle of her back near her spine, where the anchors were implanted. As such, the patient underwent surgical intervention where the scs system was explanted in (B)(6) 2016 (exact date unknown). According to the patient during the procedure, the physician removed scar tissue that was near the products.